Event description:
During a routine hemodialysis treatment patient's blood pressure decreased, patient vomited and was reported to be having a seizure. Operator ended treatment and returned blood, no additional saline was given. Patient transported to hospital and he received 3l of saline and was admitted. No other medical intervention reported. Fluid from unknown origin was later observed behind the cycler. Patient was discharged from the hospital on (B)(6) 2012. Patient's weight prior to the treatment was (B)(6) and the target uf removal was 1.5 kg. Patient symptoms occurred after removal of approximately 1.0 kg. Patient's dry weight was reevaluated and increased from (B)(6) to (B)(6) and then later changed to (B)(6).

Manufacturer narrative:
The cartridge was discarded which precluded any evaluation or inspection. Testing performed on returned cycler indicated that the performance was within the allowable fluid balance accuracy specification. Clinical staff attribute event to operator removing too much fluid and not recognizing symptoms of hypovolemia. Retraining provided and dry weight reevaluated and adjusted to (B)(6). Nxstage medical considers this report closed. No additional information will be provided.